Manufacturer narrative:
Ccorrect partial implant date : (B)(6) 2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: ¿side effects is seroma, bia-alcl.¿ as pathological markers confirming alcl have not been received, lymphoma-alcl-suspected will be reported for the contralateral side only.

Event description:
Patient reported right side "side effects is seroma, bia-alcl." As pathological markers confirming alcl have not been received, lymphoma-alcl-suspected will be reported for the contralateral side only. Device status is unknown but presumed still implanted.

Event description:
Device has been explanted and replaced.